Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a inverse/reverse screw system, 4.5-36 on (B)(6) 2012. The patient underwent a revision surgery on (B)(6) 2015 due to subluxation and pain.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Review of incoming information it is reported that a patient with a trabecular metal inverse/reverse shoulder was revised due to luxation and pain. Three x-rays were provided. All three x-rays show the shoulder prosthesis in 2012. The screws are correctly positioned and do not show an abnormality. The surgical reports of implantation and revision were returned in dutch language for evaluation. The report of revision has been coarsely translated. Here an abstract: "among the deltoid hydrops which growth and hefty synovitis with metallosis. Insert and medial portion of the humerus prosthesis have worn away. Head is removed easily, hereafter baseplate. There is a defect contained with a slice from a donor femoral head of 10 mm with slight inclination to caudal. Glenoid is freshened with screw osteosynthesis of the graft, decentral. After drilling and placing the base plate with long peg, 30 locking screws 2x 48. Place head 36. Then pretty prepping proximal humerus and saw in longitudinal direction lateral humerus. Hereinafter easily remove stem and reaming cement after cement in revision cement with steel 8. Test passes with insert 6. Place insert and rinse." The surgical report do not evidence any lack in the performance of the screws. Device analysis two inverse/reverse screws and two locking caps were received. The screws do not show macroscopic damages. Both locking caps show slight deformations of the hex drive. Possible route causes the products related to this complaint were returned for investigation. The screws were returned to winterthur and do not show any abnormality. Review of the received information evidence that there was wear of the humeral component and metallosis. The other components were returned to zimmer inc.(zimmer reference number (B)(4)), which is going to investigate the main components. For pain: pain cannot be related to a single specific failure mode within the risk management file. Based on the given information, a final assessment is therefore not possible. However, all potential failure modes and causes are covered in the dfmea. For luxation: possible causes for the reported event according to dfmea: line 16: insufficient primary stability of glenoid baseplate leading to loosening, pain, loss of function -> due to fixation of screws within bone is insufficient for intended use due to design. Line 17: soft tissue and nerve damage, loss of joint function, pain -> due to surgeon uses too long screws into bone. Line 18: insufficient primary stability of glenoid baseplate leading to loosening, pain, loss of function. Due to surgeon uses too short screws into bone. Line 20: disassociation, loss of function, pain -> due to locking strength of screw cap to baseplate, locking the screw position, is insufficient. Line 21: loosening, extended recovery period, poor reconstruction -> due to force required to install screws (torque & counter-torque) fractures scapula bone during surgery. Line 23: insufficient primary stability of glenoid baseplate leading to loosening, pain, loss of function. Due to surgeon over-torques screws into bone. Line 52: loosening / allergic reaction. Due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Line 53: implant breakage, loss of function, pain -> due to aging of implant materials results in reduced material strength or capacity to perform intended function line 55: surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.). Due to insufficient, unavailable or over complicated surgical technique. Line 57: surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.). Due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Line 72: poor surgical outcome, pain, insufficient function et al., incorrect implant sizing. Due to surgeon does not prepare bone (i.e. Osteophyte removal) or soft-tissues (i.e muscle repair) sufficiently prior to or post implantation. Comparison to investigation results whether it is possible and justification: line 16: not possible. Line 17: not possible. As the x-rays show a good positioning of the screws and the proper choice of the screw size. Line 18: not possible. As the x-rays show a good positioning of the screws and the proper choice of the screw size. Line 20: possible. As it is not possible to see the position of the locking caps on the x-rays, this point cannot be excluded. Line 21: not possible. As the x-rays do not show any fracture of the scapula. Line 23: possible. As it is unknown how much force the surgeon applied to the screws. Line 52: not possible. As no corrosion is found on the screws and locking caps. Line 53: not possible. As material compatibility specification certify the suitability of the material. Line 55: not possible. As the x-rays show a good positioning of the screws and the proper choice of the screw size. Line 57: not possible. As surgical technique approved the product combination. Line 72: possible. It is not possible to see the soft tissues on the x-rays and this is not mentioned in the surgical reports. So, this point cannot be excluded. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).